Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis. Port retained by risk management.

Event description:
It was reported by the surgeon that post implant of a realize gastric band, the band tubing has disconnected from the band tubing. The patient presented with pelvic pain and the tubing was disconnected and in the pelvis. A revision surgery to reconnect the port was performed on (B)(6) 2010. There was no patient consequence. The patient had three fills prior to the tubing and port disconnect.

Manufacturer narrative:
(B)(4). Port hooks not retracted due to biological debris the injection port with locking connector, tubing strain relief and 2cm of catheter were returned for evaluation. Upon visual inspection, it was observed that the actuator ring was returned in the locked position and hooks were deployed. The septum was punctured 8 times, and one crack of 6.03mm was also observed. Biological debris was observed inside of the actuator ring. No damage was observed on the tubing strain relief. A functional test was performed on the injection port with an unsuccessful result. Hooks were only partially retracted, biological debris was present inside of the actuator ring. The catheter (2cm in length) was placed on the port connector with a successful result. Dimensional measurements were performed on the returned components and all values are within specification. The complaint cannot be confirmed. A device history record (DHR) review was performed, and no discrepancies related to the reported event were noted during manufacturing and release inspection of the devices concerned.